Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope or what the foreign material is. There was no delay in the start of precleaning. There were no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air. The endoscope was immersed in the detergent solution. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with the detergent solution. A total of 3 times because the cope was sticky. Cleaned with oer-4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that foreign material that was bigger than the inner diameter of the air/water nozzle may have entered the air/water channel, which resulted in clogging. The cause of the foreign material entering was unable to be specified. The foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "instructions, reprocessing manual, chapter 5 reprocessing the endoscope (and related reprocessing accessories), section 5.3 precleaning the endoscope and accessories, ¦ flush the air/water channel with water and air. To prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, foreign material found in the nozzle was suspected to be due to insufficient cleaning of the device. In addition, service found the connecting tube was corroded, the bending angle in up direction was out of specification due to wear of the angulation wire, the suction cylinder was shaved, the control unit was discolored, the adhesive on the bending section cover was chipped, an abnormal sound was generated due to damaged up/down knob, and there was play in the up/down knob due to wear of the angulation wire. The protector of the universal cord on the scope connector side, the lock engagement lever, the up/down knob, the right/left knob, the flexibility adjustment ring, the protector of the universal cord on the control section side, the scope connector cover unit, the light guide cover glass, the switch box, the scope cover, the scope connector, the universal cord, the grip, the control unit, the plastic distal end cover, and the connecting tube were scratched. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the scope insertion site was sticky (sticky feeling after peeling off the seal). The reported issue was observed after the intended procedure was completed without any problems. There was no anomaly observed before the procedure. Reportedly, after use, the stickiness that was missing in the washing machine did not come off. Most of it came off when it was washed twice but some remained. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the nozzle. This report is being submitted for the malfunction found during device evaluation (foreign material in nozzle).